Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was displaying e-4. The patient replaced all accessories and after an hour e-4 would re-appear. At an unknown time, the patient received a blood glucose result of 450 mg/dl on her aviva combo system. The patient attempted to self-treat and administered an 8 i.u correction bolus via pen. The patient continued to have high blood glucose levels and went to the hospital. At the hospital, the patient was diagnosed with diabetic ketoacidosis and was treated with novorapid insulin via perfusor. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for one day. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer did not correctly resolve the e4 error.